Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Event description:
Device report received from synthes (B)(6) reports an event in (B)(6) as follows: the patient was previously treated for a femur fracture in 2000. On (B)(6) 2013 the patient was returned to the operating room for placement of a variable angle (va) condylar plate. On (B)(6) 2013 it was noted the distal va locking screws showed signs of backing out. On (B)(6) 2013 the distal va locking screw was completely backed out. The patient was returned to the operating room on (B)(6) 2013 for hardware removal and revision to a locking compression plate (lcp) distal femoral plate. This report is 6 of 7 for complaint (B)(4).